Event description:
It was reported that pump experienced malfunction alarm identified as malf 9 with fault ID 0x20f1, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.